Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room via ambulance on (B)(6) 2024 and was subsequently hospitalized and admitted to the intensive care unit with a blood glucose level of 580 mg/dl. Customer had a high ketone level identified as dangerous by healthcare provider. Customer had administrated a manual correction injection prior to address elevated bg. Cause of elevated bg was due to an unspecified continuous glucose monitor error. Customer declined to troubleshoot issue with tandem technical support. Customer was treated with intravenous fluids of insulin and saline. Treatment resolved the issue and there was no permanent damage. Customer was released from hospital on 8/14/2024. Reportedly, the customer reverted to an alternate method of insulin therapy.